Event description:
During evaluation of the gastrointestinal videoscope it was found that the user had identified a positive culture test (bacteria exceed the standard). The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Based on the results of the investigation, the reported event was not confirmed as the scope was not microbiologically tested by olympus. The event can be detected/prevented by following the instructions for use which state: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.